Event description:
A customer reported that during fluid/air exchange, no air came into the eye. The customer exchanged the cassette multiple times but this did not fix the issue. The system was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has not been identified. (B)(4).